Event description:
A vns programming physician reported that a patient was seen in clinic and had high lead impedance. The patient has not experienced any trauma to cause a lead break. A lead break was noted on x-ray review by their treating physician. The patient had full revision surgery and their explanted product is at the manufacture pending completion of product analysis.

Event description:
Analysis was completed on the returned explanted product. The pulse generator was returned due to prophylactic replacement. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. A section of the lead assembly was returned for analysis in one piece. The lead's electrodes were not returned for evaluation. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The exact point in time of when this occurred is unknown. The lead connector has partial detachment at the ring/backfill interface. The reason for this condition is unknown. No adverse effect was identified on the device performance as a result of this condition an abraded opening was identified in the outer silicone tubing at approximately 15.8-16.1cm from the end of the connector boot. The reported fracture was not seen on the portion of the lead returned. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal and anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.